Event description:
This lead was implanted on (B)(6) 2000 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead's integrity was questionable as it exhibited a rise in threshold trend(1.5v@0.4ms). There was also a concern for loss of capture due to possible lead failure. The physician was dr. (B)(6) at (B)(6) general hospital in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).